Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the ER after receiving several inappropriate high voltage therapies. Upon interrogation, it was noted that the therapies were caused by noise. High, out of range pacing lead impedance measurements, complete loss of rv capture and a drop in r-wave amplitudes were also observed. An x-ray was performed confirming the lead had not dislodged. The patient was brought back for revision. The lead was cleaned, the header was examined and cleaned, and the lead was reattached to the device with successful measurements. Patient was stable prior, during and post procedure.